Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead migrated caudal. Xrays had been ordered and it was confirmed that the lead had migrated 1-2 vertebral bodies. There were no adverse effects. No revision surgery had been scheduled. Additional information received reported the stimulation felt "weird" in the neck by the lead. There was c2 placement, initially, but the lead had migrated to c4. There was difficulty initially implanting the lead and it kept "slipping off pt uses for hands and uses subthreshold." Initially, they did not use an anchor, but used an ez anchor this time. Additional information received reported the cause of the migration was unknown. It was thought it may had happened during bed transfer post-op, but uncertain. The revision was on (B)(6) 2012. There was no replacement; just additional anchoring and strain relief loops added. The patient was receiving great stimulation and was at home recovering.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product typ lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product typ recharger product ID (B)(4) lot# serial# (B)(4) product typ programmer, patient product ID (B)(4) lot# serial# (B)(4). Product typ extension product ID (B)(4) lot# serial# (B)(4). Product typ extension. (B)(4).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37081, serial# (B)(4), product type: extension. Product ID: 37081, serial# (B)(4), product type: extension correction. The conclusion codes no longer apply to this event.

Event description:
The patient reported that the implant health care professional (hcp) did not use extensions and when they sat the patient up the leads ripped out of their neck . The patient stated that their other surgery took place in (B)(6) 2012 for that because they had to wait 4-6 weeks. The patient reported that this event either occurred on the day of the surgery or the day after.

Event description:
Additional information was received from the patient reporting that their first surgery had failed which led to the second surgery.

Event description:
Additional information received reported that when the patient came out of surgery after the device implantation she was in ¿excruciating pain.¿ it was further reported that ¿things had really gone south¿ as soon as they sat the patient up after surgery. It was noted that the patient ended up back in the hospital with headaches and vision loss. The patient was reportedly discharged a short time late but was not any better. It was noted that the symptoms began after implant. It was further reported that the lead was ¿dangling¿ from the patient¿s neck. It was noted that it was thought that when the patient was sat up in recovery the leads moved. It was also noted that the health care provider (hcp) did not want to make a third incision to place the extension so he did not use one. It was further noted that the manufacture representative ¿did not want to skip the extension.¿ the patient was reportedly in recovery for post-traumatic stress disorder (ptsd) and was "beside herself" over the fact she needed another surgery. It was noted that an extension was placed during a second surgery.